Event description:
The patient's dentist reported the patient is experiencing severe pain in her left temple. She has received steroids, botox and pain medication for the pain; none of which have been helpful. The patient is seeking a second opinion from another tmj specialist and a neurologist.

Manufacturer narrative:
The precautions in the package insert state "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." The products remain implanted, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event, see also 1032347-2015-00255, 1032347-2015-00256 and 1032347-2015-00257.